Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, following a procedure one month ago, the right atrial (ra) lead showed increasing and high thresholds and a dislodgement. The ra lead was capped and replaced during a routine device upgrade. No patient complications have been reported as a result of this event.